Event description:
It was reported that the tubing separated from the inline second y-site (clearlink) of a clearlink system non-dehp continu-flo solution set; further described as "popped apart". Two small drops of chemotherapy were released and landed on the nurse's chemotherapy gloves. The issue occurred prior to connecting the set to the patient. The tubing was clamped, roller clamp closed, and both portions of the line were maintained in an upright position; the bag and tubing were removed to resolve the event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (Additional): (B)(6). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.